Event description:
Customer reported several instances of communication errors during infusions. Reportedly, they were able to duplicate and trace the cause to corrosion on the iui connectors. It is unknown over what period of time these events occurred; none of the events were reported at the time they occurred. The report was anecdotal and retrospective. No patient harm or medical intervention was reported for any of the events. No additional information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file #: (B)(4). No device serial numbers were provided, and no device or device logs were returned or are expected to be returned. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.